Event description:
The customer reported that there was a communication error which locked up the system and then it would not reboot. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and the gpos single board computer. The system operates as intended.